Event description:
Patient received burn under electrode while receiving electrical stimulation. Burn became infected and doctor prescribed antibiotic. Patient replaced electrodes and continues treatment.